Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the aviva meter was reading in the incorrect unit of measure. The caller reported that the blood glucose device is labeled to read in mmol/l, but until 8/18/2020 has alway given readings in mg/dl. The caller reported on (B)(6) 2020 at 12:28pm the customer received a result of 124 mg/dl. At 5:03 pm the customer received a reading of 11.8 mmol/l. The caller stated that they reviewed the memory log of the device, and the reading of 124 mg/dl is now listed as 10.6 mmol/l in the history.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.